Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune reactions") in a 31-year-old female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal pregnancy and hypothyroidism. Concurrent conditions included postpartum state, vaginitis and vulvovaginitis. Concomitant products included nsaid's. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("uterine menstrua hemorrhaging/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgical removal due to complications from the essure device/microsurgical tubal anastamosis (B)(6). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea had resolved and the autoimmune disorder, device expulsion, vaginal haemorrhage, depression, anxiety and rash outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: per mr: right ostia had 3 visible coils and the left ostia had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "severe pelvic pain, dysmenorrhea (cramping), uterine menstrua hemorrhaging/abnormal bleeding (vaginal, menorrhagia)" outcome updated to "recovered / resolved", medical history added from pfs. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune reactions") in a 31-year-old female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal pregnancy. Concurrent conditions included postpartum state, vaginitis and vulvovaginitis. Concomitant products included nsaid's. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("uterine menstrua hemorrhaging/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, 4 years 10 months after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgical removal due to complications from the essure device/microsurgical tubal anastamosis ((B)(6) 2002). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device expulsion, autoimmune disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, rash and dysmenorrhoea outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: per mr: right ostia had 3 visible coils and the left ostia had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2012: hysterosalpingogram quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and autoimmune disorder ('autoimmune reactions') in a 31-year-old female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal pregnancy and hypothyroidism. Concurrent conditions included postpartum state, vaginitis and vulvovaginitis. Concomitant products included levothyroxine sodium (synthroid) since 12-nov-2013, norethisterone (camila) from (B)(6) 2012 to (B)(6) 2012, nsaids and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced menorrhagia ("uterine menstrua hemorrhaging/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions - type: rash"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems conditions type: depression/ psych injury") and anxiety ("psychological or psychiatric problems conditions type: mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (surgical removal due to complications from the essure device/microsurgical tubal anastamosis (27jan2). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hypersensitivity, urinary tract infection, vaginal discharge, vaginal infection and cystitis had resolved and the autoimmune disorder, device expulsion, depression, anxiety and rash outcome was unknown. The reporter considered anxiety, autoimmune disorder, cystitis, depression, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per mr: right ostia had 3 visible coils and the left ostia had 5 visible coils. She had been treated for pain, bleeding, migration, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number:871975 manufacturing date: 2011-06 expiration date:2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune reactions") in a 31-year-old female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal pregnancy. Concurrent conditions included postpartum state, vaginitis and vulvovaginitis. Concomitant products included nsaid's. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("uterine menstrua hemorrhaging/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash,") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, 4 years 10 months after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgical removal due to complications from the essure device/microsurgical tubal anastamosis ((B)(6)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device expulsion, autoimmune disorder, menorrhagia, vaginal haemorrhage, depression, anxiety, rash and dysmenorrhoea outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: per mr: right ostia had 3 visible coils and the left ostia had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: hysterosalpingogram. Most recent follow-up information incorporated above includes: on 4-jun-2018: reporter information was added. This case concerns 31 year old patient. Essure insertion date was updated. Lab data was added. Essure lot number was added. Essure insertion and removal dates were updated respectively. Her concomitant medication was added. Following events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, rash, migration of essure device location of device: uterus, dysmenorrhea (cramping) were added. She was recovering form the event: pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and autoimmune disorder ('autoimmune reactions') in a 31-year-old female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal pregnancy and hypothyroidism. Concurrent conditions included postpartum state, vaginitis and vulvovaginitis. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2013, norethisterone (camila) from (B)(6) 2012 to (B)(6) 2012, nsaids and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced menorrhagia ("uterine menstrua hemorrhaging/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced rash ("rashes or skin conditions - type: rash"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems conditions type: depression/ psych injury") and anxiety ("psychological or psychiatric problems conditions type: mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). The patient was treated with surgery (surgical removal due to complications from the essure device/microsurgical tubal anastamosis (27jan2). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hypersensitivity, urinary tract infection, vaginal discharge, vaginal infection and cystitis had resolved and the autoimmune disorder, device expulsion, depression, anxiety and rash outcome was unknown. The reporter considered anxiety, autoimmune disorder, cystitis, depression, device expulsion, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per mr: right ostia had 3 visible coils and the left ostia had 5 visible coils. She had been treated for pain, bleeding, migration, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event infection (bladder/ urinary tract/vaginal), vaginal discharge, allergic reaction added. Event outcome for vaginal bleeding changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and autoimmune disorder ("autoimmune reactions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and menorrhagia ("uterine menstrua hemorrhaging"). The patient was treated with surgery (patient underwent surgical removal due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.